Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the corrosion at the distal end adhesive of the light guide lens is traced to expected or random component failure without any design or manufacturing due degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicated that corrosion on the distal end adhesive of the light guide lens was found. There was no patient involvement.